Manufacturer narrative:
(B)(4). This report of a use error - reuse of single-use product during the fill stage (2/4) was confirmed. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check lines and bags alarm during fill 2 of 4 on the homechoice machine(hc). The home patient(hp) stated the heater bag was empty. The hp stated the heater bag became disconnected and he reconnected it. The technical service representative(tsr) assisted the hp to end therapy. The tsr advised the hp to let his nurse know about reconnecting the heater bag. The hp was contacted on (B)(6) 2011. The hp stated he was not sure what caused the solution bag to come loose. The hp stated he developed an infection and is on antibiotics for 21 days. The hp stated he is currently performing therapy without any further complications. There was patient involvement; however, there was no injury or medical intervention reported.